Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 41 mg/dl. Customer was treated with food. Customer was not sure for the auto mode feature. Customer did not allege insulin pump for the over delivering. Customer stated that the insulin pump was not worn during medical procedure. The insulin pump will not be returned for analysis.